Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps had a wire that was peeling. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument was also found to have a frayed grip cable at the grip hub. The cable is not fully broken. The frayed cable strands stuck out at the wrist.